Manufacturer narrative:
(B)(4). Retainer ring=black customer complained on (B)(6) 2021 pump alarmed pump error. Unit passed active current measurement, sleep current measurement test, selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error alarms noted during test. Unit successfully downloaded to thumps. Verified pump alarmed pump error on (B)(6) 2021 13:14:40.000 in pump downloaded history. The motor has a intermittent failure not detected during test. The electronic assemblies and motor assemblies were inspected and no anomalies noted. Motor was tested outside of the device and passed. The following were noted during visual inspection: scratched case and pillowing keypad overlay. The p-cap/reservoir does lock properly. No pump error alarms noted during test. Verified pump alarmed pump error on (B)(6) 2021 13:14:40.000 in pump downloaded history. The motor has a intermittent failure not detected during test. Motor was tested outside of the device and passed.

Event description:
Information received by medtronic indicated that the insulin pump had multiple pump error alarms. Customer was able to clear the alarm and complete rewind. Insulin pump passed the self test. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.